Event description:
It was reported that the ilet pump touchscreen was nonresponsive and the screen was cracked, after which a replacement ilet was arranged and the user was instructed on shutdown and return procedures. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included continued insulin therapy with the replacement ilet and ongoing cgm use via the dexcom app or receiver. Investigation included customer service troubleshooting, confirmation of device settings and shutdown steps, and logistical arrangements for device replacement and return. Investigation of this case revealed physical damage to the display assembly resulting in loss of touchscreen function, consistent with a broken or cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device¿s screen leading to a functional display/touch interface failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.